Event description:
It was reported when the patient presented a remote merlin transmission, episodes of non-sustained rv oversensing were observed to be possible myopotential oversensing. Programming changes were recommended. Performing an induction testing and turning the lfa filter off was recommended. No further information is available.

Manufacturer narrative:
(B)(4).